Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to hospital for a broken femur surgical repair. It was noted that the patient had a complicated hospital stay requiring the use of an intra-abdominal aortic balloon pump in the intensive care unit (ICU). It was later discovered that the patient had positive cultures for enterococcus faecalis. It was also noted that the patient exhibited septicemia. It was further noted that the implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.